Event description:
An optician reported a patient was diagnosed with "bilateral keratitis" after using this product. (S)he stated the patient experienced ocular irritation, blurred vision, pain and her eyes "flowed". (S)he reported the patient visited an ophthalmologist who prescribed ophthalmic antibiotic drops and vitamin a; however, two days later, the patient went to the emergency room but was not hospitalized. The optician stated the patient then visited a second ophthalmologist who diagnosed her with "an abscess" in her right eye. The second ophthalmologist reported additional information in 2008. He stated the patient had an "ulcer of unknown origin" and continued to wear her contact lenses, which caused "the lesion". He reported he has since seen the patient twice and "the outcome is favorable".

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Batch records were reviewed for lot 146825f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. No similar reports for lot 146825f. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 11/21/2008.